Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc guessed that the reported event was caused by the defect of the cable. There is possibility that the defect of the cable was caused by external stress by user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Evaluation of the subject device confirmed the following; -damage of the cable was noted. The reported event was caused by the damage of the cable. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.